Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the ipg was unable to communicate with external devices following an unrelated surgery. A manufacturer representative met with the patient and confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.